Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 0185 lead, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient's left ventricular (lv) lead was initially implanted in the coronary sinus artery of the patient's heart. However, due to poor visualization of the patient's side branches, the lead was left in the coronary sinus for access. The physician stated that a second implant procedure would be attempted in order to properly place the lead. The second attempt was unsuccessful and the lead was explanted and replaced. No patient complications have been reported as a result of this event.